Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 49.0cm was returned for analysis. External insulation abrasion was noted at 26.8-26.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to external insulation abrasion were noted at 10.2-12.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 14.3-16.8cm from the distal tip. Internal insulation abrasion was noted at 10.7-12.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were observed during a normal device change out. The lead was explanted and replaced. The patient was stable post procedure and will continue to be monitored.